Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed.